Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of common femoral artery occlusion using contralateral approach. The lesion was noted as tortuous/calcified angled common iliac bifurcation. During the final retraction step of the procedure, the jetstream and non-boston scientific filterwire become stuck. The procedure had already been completed, so the physician removed the catheter and filterwire together without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this 2.4 mm jetstream xc atherectomy catheter was returned for analysis. Visual inspection revealed an unknown filter wire stuck inside the device. Further visual and microscopic examination revealed no damages. Product analysis confirmed there the allegation from the field of guidewire entrapment related to the use of a non-compatible wire.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of common femoral artery occlusion using contralateral approach. The lesion was noted as tortuous/calcified angled common iliac bifurcation. During the final retraction step of the procedure, the jetstream and non-boston scientific filterwire become stuck. The procedure had already been completed, so the physician removed the catheter and filterwire together without sequelae.